Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) were confirmed. The mpu (serial #: (B)(6) ) was returned for analysis and a log file was submitted for review with events spanning approximately 5 days (B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 between 03:27:19 ¿ 03:27:39 and 04:50:03 ¿ 04:50:36, no external power alarms were active while connected to the mpu. The backup battery provided power to the system during these events. Low voltage hazard alarms were intermittently active while connected to the mpu on (B)(6) 2023 between 02:20:01 ¿ 07:10:04. These alarms cleared shortly after activating. There were no other notable events active in the log file. Pump operation was not affected. The mpu was returned for analysis to the service depot and upon initial observation, a small cut on the patient cable jacket was observed. The unit was plugged into an ac power source and powered on as intended. The mpu was connected to a mock loop and the system controller alarms for ¿connect power immediately¿, confirming the complaint. The patient cable was replaced with a new one. A functional check was performed per procedure and passed all tests. Further analysis of the patient cable was done, the patient cable was bent near the cut in the cable, a no external power alarm would activate. The cable jacket was stripped where the cut was, and it was found that there were breaches in the insulation of the yellow and grey wires. These wires were shorting to the shield causing the alarms. The root cause for the reported event was conclusively determined to be due to damage to the mpu patient cable. The device history records were reviewed for the mpu (serial #: (B)(6) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and low voltage alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced five no external power alarms on (B)(6) 2023, while using their mobile power unit (mpu). The patient went to the clinic on (B)(6) 2023 to have their mpu assessed. The alarms were not able to be reproduced, so they considered replacing the patient's mpu.